Manufacturer narrative:
The fse observed that plt results were recovering high on patient samples. The fse replaced the probe and found that the results had dropped significantly to resolve the reported issue. The instrument was verified by running controls and reproducibility, and no further issues was observed.

Event description:
The customer reported obtaining erroneously elevated platelet (plt) results on a single patient sample from the coulter ac.t diff 2 analyzer. The results were not reported outside of the laboratory, and there was no report of injuries, or change to patient treatment in connection with this event. The results were considered to be erroneous when the results recovered on the instrument did not match the manual slide review. The customer provided the results verbally and stated that the instrument in question generated a platelet result of 53. When the sample was run on an alternate coulter ac.t diff 2 analyzer a result of 22 was generated which was aligned with the manual slide result. The customer did not provide any sample preparation information or patient's demographics information. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.